Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a vessel dissection occurred. The index procedure treated the de novo, 2.93x44mm, 90% stenosis of the proximal rca (right coronary artery). Direct stenting with a 3.5x24mm taxus liberte stent was performed and a dissection occurred at the proximal portion of the proximal rca. The dissection was further treated with an overlapping 3.5x20mm taxus liberte stent and post dilation of both stents with a 4.19x15mm balloon. Post implant ivus (intervascular ultrasound) showed the stents were well expanded with 0% residual stenosis. Additionally, a 2.5x24mm taxus liberte stent was placed in the distal rca during the procedure with no problems. The event was reported to be resolved the same day and the pt was discharged nine days post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.